Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the ccd due to the unexpected stress being applied to the camera head by the user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the ccd. There was no report of patient injury associated with the event.